Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device displays a loudspeaker fault. It was also stated sound could not be confirmed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.